Manufacturer narrative:
The insulin pump received with intermittent button response and button error alarm due to corroded keypad traces. No numbers continually changing during testing was noted. The device was also received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.

Event description:
The customer called and reported that a button on the insulin pump was stuck. Customer's blood glucose was 245 mg/dl. The customer stated the insulin pump had been worn in her sports bra and was exposed to sweat. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.